Manufacturer narrative:
Correction: concomitant product used during reported event provided. The imaging system used during the reported event was also tested and found to be accurate and fully functional.

Manufacturer narrative:
On 6/2/2017 a medtronic representative went to the site to perform system checkout. The representative was unable to replicate the issue. System passed all tests and is functioning as intended. A software investigation was conducted by medtronic team but were unable find the root cause as the issue could not by replicated.

Event description:
A site representative reported that during a spinal fusion cervical procedure an inaccuracy was noticed. No further information was provided. The surgery was completed without the use of imaging system. There was a delay of more than 1 hour. Patient was affected, however no details were provided on patient consequences.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
Correction: there is no indication of a serious injury associated with this reported event, nor any confirmed malfunction with a medtronic device that may have caused or contributed to a injury.